Manufacturer narrative:
All pertinent information currently available to sight sciences, inc. Has been submitted. The returned product is being evaluated by the company and a follow-up report will be submitted when the investigation is complete. The company is submitting this MDR to ensure full compliance with 21 cfr 803. (B)(4).

Event description:
The surgeon reported severing the trabeculotome while performing a trabeculotomy. The severed portion of the device was lodged in schlemm's canal. The entire device was removed from the eye. There is no known adverse impact to the patient.

Manufacturer narrative:
Added data: provided device evaluation report. MFR reference #: (B)(4).